Event description:
It was reported that during a craniotomy procedure in 2009, using the navigation system ii, the surgeon was not able to locate the tumor. Four days later, a second craniotomy was performed using navigation and new MRI scans. The tumor was located approximately 1 cm off where the original scans showed the tumor. The tumor was removed, but no information on the patient's condition at this point is available.

Manufacturer narrative:
The patient files were uploaded and all the registration information and scans were sent to the manufacturer for investigation. The investigation is on-going. Field service performed a complete pm of all instrumentation and the system after the event, and did not see any evidence of inaccuracy due to the system. According to the service technician, the MRI scans uploaded into the system for the original procedure were "thick" and were from an "old MRI". When the quality investigation is complete, a follow up report will be filed.